Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found that the pressure line had come off the fitting at the backwash tank and was leaking air. This was preventing the tank from sending diluent to manifold mf4 and was causing the background for hemoglobin and platelets to fail. The fse reattached the pressure line and the instrument passed all backgrounds. (B)(4).

Event description:
Customer reported failing hemoglobin and platelet backgrounds when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse identified the pressure line had come off the fitting at the backwash tank and was leaking air. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.